Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide addition information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: apr 01, 2025 sampling from: all channels. Cfu: 21 cfu. Bacterial identification: micrococcaceae, moraxella osloensis, and pseudomonadaceae. Sampling date: apr, 23, 2025. Sampling from: all channels. Cfu: <1 cfu in the operating channel, 1 cfu in the suction channel, 1 cfu in the air/water channel. <1 cfu in the jet channel. Bacterial identification: micrococcaceae. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 64 cfu/endoscope or 77 cfu/100 ml of pseudomonas aeruginosa at day 3 and 69 cfu/endoscope or 83 cfu/100 ml of pseudomonas aeruginosa in the operating channel at day 5. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.